Event description:
Report received of an adverse event while the device was in use. The customer reported that the pump was programmed to deliver morphine with an unspecified concentration and unspecified pump settings. It was reported that the pump was programmed with a 4-hour dose limit of 30mg. The patient was reportedly an "overweight individual," who "slumped over in bed and was not breathing." It was reported that the patient "fell asleep with their head forward and obstructed their breathing." The history was reviewed by the customer, who reported that the patient did not receive any pca medication 4-hours prior to the event. The pump was ruled out by the customer as the cause of the event. The customer would not specify what time the event occurred but stated that the event happened "in the evening," and that the patient did not code. The customer reported that the patient was "doing fine, there were no residual effects, and they are going home tomorrow." There was no reported adverse patient sequelae. Though requested, no further information was received.